Manufacturer narrative:
(B)(4). The device was returned with the blade tip intact and not broken off as reported by the customer and with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the tip of this device broke into two pieces while the surgeon was using it to cut. The case was carried out and finished by opening a new device. No adverse patient consequences reported. One device is returning.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the tip of this device broke into two pieces while the surgeon was using it to cut. The case was carried out and finished by opening a new device. No adverse patient consequences reported. One device is returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.